Manufacturer narrative:
(B)(4). Batch n93p3h. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a replace instrument alert screen the device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Metal contact marks were observed on the blade surface. Dry body fluids were observed on the shaft. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a "ds" procedure, at the end of the case the generator instructed to clean instrument. After cleaning the instrument, it required instrument test and generator indicated replace instrument. Harmonic was used throughout the case to the point of completion. The case was finished in usual fashion without opening another instrument. There were no adverse consequences for the patient.